Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after the cartridge was filled with approximately 440 to 480 units. The customer's blood glucose level was 268 mg/dl and it was addressed with a bolus. The customer successfully loaded a new cartridge.